Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to interrogate the implantable pulse generator (ipg), asynchronous pacing occurred and the patient developed ventricular tachycardia (vt). The ipg remains in use. No further patient complications have been reported as a result of this event.